Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and ventricular lead exhibited an insulation anomaly. The lead sustained rib clavicle crush damage. Intermittent capture was also noted. The lead was capped and replaced on (B)(6) 2018 successfully. The patient was stable prior during and after the procedure.

Event description:
New information received states that the ventricular lead exhibited oversensing.